Event description:
Provider states that the no lights on the unit are working. Provider states the control panel gets warm when the unit running which causes the control panel to separate from the circuit board over time.